Manufacturer narrative:
(B)(4).

Event description:
It was reported by a customer that on (B)(4) 2011, the fiber cap detached outside of the patient at 39,845 joules. Per the customer, the fiber cap was retrieved. No patient injury was reported.